Event description:
It was reported that during a routine device change out, a new right ventricular (rv) lead was attempted as a preventative measure to replace the older one. When a position was attempted to be located with the new rv lead, the helix of the lead was unable to retract. The lead was removed and there was visible tissue tangled in the helix. The new rv lead was not implanted and the old rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, the lead appeared damaged at implant and the lead was stretched. The analyst commented that the lead is stretched so the turns to extend and retract the helix are on the high end, but do fall within specification. This makes the inner insulation buckle up and prevents the helix from functioning properly.